Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 910 mg/dl. The customer was also vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The insulin pump passed the prime test, but the high pressure test customer not be conducted. The insulin pump did not pass the self test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.